Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. There was reportedly no moisture/corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: unexplained power on reset (por) events was observed in the black box. No damage was found to the returned battery cap. The battery compartment was observed to be cracked above the bumper pad. A base crack was also observed between the case seal and keypad. The returned battery cap was able to tightly secure to the pump. The pump booted up to the verify screen with audible and vibratory features functioning appropriately. The pump was exercised for 24 hours with the returned battery cap; no por¿s were duplicated. The returned battery cap contact measurements were within specification. The pump cover was removed; there was evidence of internal moisture found on the internal components and printed circuit board. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).